Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump gave an air-in-line alarm. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were able to verify and duplicate the reported problem. It was determined that the air detector was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.